Manufacturer narrative:
Stryker technician advised the customer the device was defective and to replace the device. The customer scrapped the device. Further root cause could not be determined.

Event description:
A customer contacted physio-control to report that their customer's hlc battery was observed to have depleted and the capacitor was damaged, preventing the batteries from maintaining an adequate charge. As a result, the device would not be able to provide defibrillation therapy if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their customer's hlc battery was observed to have depleted and the capacitor was damaged, preventing the batteries from maintaining an adequate charge. As a result, the device would not be able to provide defibrillation therapy if it were necessary. There was no patient use associated with the reported event.